Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited far r-wave oversensing. Programming changes were made that resolved this issue. As a result, there was atrial undersensing and inappropriate atrial pacing. This was preferred to the far r-wave oversensing. Upon atrial pacing, there was far p-wave oversensing. More programming changes were made.